Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post sense. It was noted that the patient has never received any therapies, but has had intermittent non-sustained episodes showing the twos since 2012. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507645 lead, implanted: (B)(6) 2008. (B)(4). -